Event description:
The report is from a pt who stated he has restenosis in two stents he had placed in 2006. The pt stated that a year after receiving two overlapping cypher stents in a left internal mammary artery (lima graft) to the left anterior descending branch (lad), he developed restenosis. The catalog and lot numbers were not available. The pt stated he has had 15 to 16 stents implanted in the past 16 years. The pt had another stent placed in the lad to treat the restenosis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.